Event description:
The customer reported that she dropped the insulin pump and the whole bottom popped off. The blood glucose reading was 275mg/dl. Troubleshooting was performed, and the bottom of the device is damage where the drive support cap is located. No further information was provided.

Manufacturer narrative:
The insulin pump received with missing end cap sticker, missing lcd window and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.